Manufacturer narrative:
Customer reports to have received a button error alarm. Customer's blood glucose was 240 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further info provided.

Event description:
It is reported that customer received a compromised forced sensor alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further info provided.